Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 424 mg/dl. Customer's blood glucose level was high because he did not eat. The customer was unable to calibrate because his blood glucose level was high. The customer used to experience high blood glucose levels around 600 mg/dl. The customer received a low reservoir alarm. The customer treated his high blood glucose level through the bolus wizard with 1.8 units of insulin. The device was not returned.